Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodeno video scope had a stain that entered inside the lens through the gap. The issue was discovered during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9, h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. However, that moisture that invaded the subject device caused condensation in light guide-lens. The suggested event can be detected by performing inspection prior to use described the following chapter of instructions for use. 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.